Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance." " the device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas exhibited intermittent unresponsiveness of the screen and wake button, preventing device unlocking and insulin delivery, and a replacement device was issued while the user used backup therapy. Symptoms included elevated blood glucose. Outcomes included temporary interruption of automated insulin therapy and the need to use backup therapy. Investigation included remote troubleshooting, review of user-provided video, and collection of device information, with instructions provided for data sync, shutdown, and return of the original device. Investigation of this device revealed an intermittent user interface malfunction consistent with a wake/sleep button or touchscreen responsiveness issue, with the affected device component being the device enclosure or user interface assembly, while the replacement device functioned after additional guidance. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device interface malfunction not reproduced during remote review.